Event description:
Customer reports that he discovered that the battery had exploded in his meter while using the compact system and the meter was laying in a pool of nasty smelling liquid. Customer states, it had melted into the actual meter itself. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.